Event description:
Per spontaneous call from the pt via interpreter, pt informed us that one of her pumps is not working / will not function. Pt did not know the serial number of this pump as she was not at home. Pt was able to switch to her back up pump with no issues and no missed doses. No further info available. Did the reported product fault occur while in use with a patient? Yes. When pt was set up the pump. Pt used the other pump, and continue with the infusion, no clinical injury. Sn:(B)(4). Reported to (B)(6) by pt/caregiver.